Event description:
I used fixodent from (B) (6) 2006 - (B) (6) 2009, not knowing why I was experiencing numbness and tingling in my extremities. I had blood work done on (B) (6) 2008. I have high levels of zinc in my blood, low levels of copper. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B) (6) 2006 to (B) (6) 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced?: no.